Manufacturer narrative:
Pump error 53 and pump error 3 confirmed in downloaded pump history due to software error (line number: 5632, file number: 2005). Pump error 23, pump error 130 and pump error 38 confirmed during testing and isolated to motor assembly. Unable to perform the displacement test due to pump error 38. Unit passed the self test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received software error. The customer's blood glucose level was 53 mg/dl. The customer was assisted in troubleshooting and it was reported that he was able to clear the alarm as well as able to complete the insulin pump rewind. The customer was advised to revert to back up plan and put the insulin pump into storage mode. The insulin pump will be returned for analysis.